Event description:
The patient ((B)(6)) is implanted with two percutaneous leads (same lot) in the occipital region (off-label). It was reported the patient is currently not receiving coverage at the front and top of her head. A decision regarding the next course of action in this matter has not been reached.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.